Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 experiencing syncope. High impedance, oversensing, and a loss of capture was observed on the atrial lead. The oversensing had caused an increase in the patients heart rate to 128 ppm, resulting in low blood pressure and symptoms of syncope. Fluoroscopic imaging did not show signs of lead damage. The atrial lead was disabled through device programming and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.